Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 2.1 failed and displayed error as device not detected on bus. A field service engineer (fse) found that main drawer 2.1 was not detected on the bus. The pyxibus module control board had been previously replaced. The fse replaced the retractor band, reseated all cables and wire connections, and rebooted the system. The drawer was verified as operational using the hardware test application (hta), and testing was completed successfully. The application was launched, and the escort completed inventory and accessed the drawer without any issues. The device was tested for functionality and confirmed to be working properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 failed and displayed error as device not detected on bus. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.